Event description:
It was reported that when using the bd pyxis¿ anesthesia station es would not power on. The customer attempted multiple restarts, but the device continued to fail. The customer also confirmed that there were no network or power issues at the site. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) verified the issue and confirmed that the device had not been communicating. Upon inspection, an ethernet cable was found to be damaged. The cable was replaced using one of the customer spare cables. The device was then rebooted, and the firmware updates were completed. It was tested in hardware test application, and the customer performed the inventory. The system functioned as intended after the field service engineer repaired the device.